Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. This case, with patient identifier (B)(6) (system 1), is related to case with patient identifier (B)(6) (system 2). Test strips used in both cases ((B)(6)) are reported in (B)(6).

Event description:
Customer reportedly received the following results on her nano meter, compared to her sibling¿s meter, within 10 minutes: 225 mg/dl, 235 mg/dl and 215 mg/dl on customer¿s nano meter (system 1) and 40 mg/dl on her sibling¿s nano meter (system 2). Customer reportedly was acting out of it, did not pass out, but was lethargic and sweating. The same strips were used in both meters. No serious injury reported. Alleged device has been discarded; no product will be returned.